Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: clinician attempted to place a 20g x 1" IV, but when removing the product from the packaging/ sheeth they noted the catheter was in tact but the needle was bent. Then when attempting to safety the device, the needle would not fully retract into the housing.

Manufacturer narrative:
E1: address information was not able to be obtained, therefore, nj was used as a place holder. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2023. H6: investigation summary bd received an unsealed 20 gauge insyte autoguard blood control unit from lot 3033956 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was fully retracted with the needle cover placed incorrectly. After resetting the needle back into its original position, the engineer observed that the needle was bent at the base of the needle hub. Therefore, based off the visual inspection the engineer was able to verify the reported defect of bent needle. However, the engineer could not identify any issues with the needle retracting as the needle was received fully retracted and could not be reproduced. Unfortunately, the engineer could not determine a definitive root cause for the bent needle.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: clinician attempted to place a 20g x 1" IV, but when removing the product from the packaging/ sheeth they noted the catheter was in tact but the needle was bent. Then when attempting to safety the device, the needle would not fully retract into the housing.